Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer found that magnet strip for the position sensor was missing and replaced the magnetic strip to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, drawer failed to open. The customer stated that they had a patient in pain because they could not pull out the narcotics from the pyxis medbank. However, there was no patient harm or delay in dispensing medication reported. There were no adverse events or injuries reported based on this event.